Event description:
Ous MDR - after an implantation time of about 45 months, it was reported that the patient was found dead in the hospital room on (B)(6) 2014. The ICD was not returned to biotronik and is buried together with the patient. At the current time, there are no indications of a connection between the ICD and the death. The report is therefore made purely out of caution, on time, and without indications of malfunction.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and on the transmitted follow-up data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. During the inspection of the available iegms from (B)(6) 2014, the clinical observation could be confirmed; weakly developed intrinsic signals were detected in the right-ventricular channel, while no signals were sensed at the same time in the far-field channel. Based on the available data, there was no indication of a malfunction of the ICD. The device was not available for analysis, and the production history did not show any anomalies.